Event description:
It was reported that there was mechanically assisted crevice corrosion and adverse local soft tissue reaction and pseudo tumor formation after rejuvenate femoral component due to modular neck stem mechanism of failure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was mechanically assisted crevice corrosion and adverse local soft tissue reaction and pseudo tumor formation after rejuvenate femoral component due to modular neck stem mechanism of failure.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. A voluntary recall ra 2012-067, was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. Not returned.